Event description:
It was reported that when interrogating the implantable pulse generator (ipg) and attempting to view the atrial high rate episodes that there was invalid data. The clinicians were going to pay attention to workflow and to examine diagnostics immediately upon interrogation so the described event does not re-occur. The ipg is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst commented that the diagnostics had been cleared prior to the device data was saved and therefore could not confirm the ¿invalid data¿ observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.